Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, the battery gauge was inaccurate. Customer left pump plugged in for 30 minutes using the same usb cable and wall adapter and pump was eventually able to begin charging. Customer's blood glucose level was 110 mg/dl. Customer continued to use the pump for insulin therapy.